Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have lost battery cap. Customer reports to have been holding batteries in place with tape, but now tape in no longer holding causing insulin pump to no long work. Customer also reports to have been hospitalized due to non-diabetes related issues. Customer was advised that battery cap would be replaced. No further information provided.